Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause and timing of the cerebral infarction post procedure cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age, moderate valvular calcification, a-fib) likely contributed to the cerebral infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) and through the (B)(4) registry reporting system, during a transapical tavr procedure, the patient became hypotensive during the incision of the apex for access to the left ventricle. A percutaneous cardiopulmonary support (pcps) was introduced after sutures were placed around the apex. A 26mm sapien xt valve was then deployed. At the completion of the procedure, the patient was transferred from the operating room on pcps. The patient was weaned from pcps and was in an improving condition by postoperative day (pod) 7. The patient¿s cardiac function was reported to be ¿improved without valve function abnormality¿. Postoperatively, leg ischemia developed due to underlying arteriosclerosis obliterans (aso) and the pcps perfusion cannula. Surgical embolectomy was performed to improve the ischemia; however, was not effective. Gangrene and acidosis developed. During the postoperative course (exact timing is unknown), the patient also developed a cerebral infarction. No further details were provided. The patient expired on pod11. The cause of death was reported to be heart failure caused by infection and decreased cardiac function. The native annular diameter measured 22.0mm by CT. Moderate valvular calcification and no aortic root calcification was reported.